Event description:
Narrative from staff: hemospray would not work during an egd (esophagogastroduodenoscopy) for a gi bleed on an ICU patient. Button pressed to disperse the product, but nothing happened. A second one needed to be opened, this is an expensive product, and the unit only has a certain number on hand. Manufacturer response for hemospray endoscropic hemostat, hemospray (per site reporter) manufacturer representatives are aware and have generated a report on their end.